Event description:
It was reported that during the implant procedure, a mild dissection of the distal coronary sinus was noted. There was no evidence of cardiac tamponade and no apparent pneumothorax was noted. The patients vital signs were stable throughout and after the surgery. The patient did not experience any chest pain or shortness of breath.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.